Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the event of the type 1b endoleak of the right common iliac artery. Procedure related harms, device, user, or anatomy relatedness of this event could not be determined with the medical records and imaging available for review. Clinical was able to find substantial evidence to support the event of the type 3b endoleak of the infrarenal aortic extension. The event is most likely device related due to use of strata material. Clinical was able to find substantial evidence to support the event of the sac growth of 15mm. This sac growth is related to the reported endoleaks. The reported secondary endovascular and surgical procedures (non endologix reline with fem-fem bypass) could not be confirmed with the medical records and imaging available for review. Procedure related harms for this event could not be determined. The clinical assessment determined that there was evidence to reasonably suggest a type 2 endoleak (non-device failure) of the internal mesenteric artery and stent migration vs. Intentional landing of the proximal extension below expected landing zone occurred (superior stent margin of proximal extension 13mm below the left renal artery). The final patient status was reported as doing well post secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b2: outcomes attributed to adverse events has been updated b5: describe event or problem d11: concomitant medical products and therapy dates - lot number has been updated g1,2: contact office- name has been updated h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a infrarenal stent graft extension. Approximately 6 years post initial procedure a type 3 endoleak of indeterminate origin was identified during a routine follow up. The patient was reported as stable. Physician is planning to re-intervene and re-line with a gore excluder graft. Additional information: the physician completed a successful reintervention and elected to re-line with a non endologix (gore) device. During the investigation, the following additional events were identified; a type 1b endoleak of the right common iliac artery, sac growth of 15mm, the type 3 endoleak of indeterminate origin was identified as a 3b endoleak of the infrarenal stent graft extension, a type 2 endoleak of the internal mesenteric artery (non- device related failure) and stent migration vs. Intentional landing of the proximal extension below expected landing zone occurred (superior stent margin of proximal extension 13mm below the left renal artery).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with strata".

Event description:
The patient was initially implanted with a bifurcated stent graft and a infrarenal sten graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 6 years post initial procedure a type 3 endoleak of indeterminate origin was identified during a routine follow up. The patient was reported as stable. An intervention has been scheduled.